Manufacturer narrative:
All available information for conducting this investigation was provided and no follow-up attempts will be performed.

Event description:
It was reported that the controller had a "pump off" on (B)(6). The asymptomatic patient did not see nor hear the alarm. A new controller was given to the patient. The log file captured speed drops below the low limit and a pump stop. The patient was stable at home. Related manufacturer report number # 2916596-2021-07666

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming and lighting up properly was not confirmed. The submitted and downloaded log files contained approximately 9 days of overlapping data (166:08:18 to 175:00:22 in a days:minutes:hours format). Throughout the log file, there were multiple speed drops as well as a pump stop; these events have been addressed via the pump investigation. There were no notable alarms active in the log file that would indicate an issue with the controller. The returned system controller (serial number: (B)(6) was functionally tested and found to operate as intended during analysis. All alarms were audible and all user interface lights were illuminated as expected throughout the controller¿s testing. The root cause of the reported event was unable to be conclusively determined through this analysis. There was incidental finding of damage observed to the outer jacket and shielding of the white power cable, exposing the cable¿s inner wires. Minor kinks were observed in the black power cable. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas patient handbook describes all epc controller warning lights and sounds, and the actions to take in order to resolve them. The heartmate ii lvas patient handbook provides instruction on how to handle an emergency and what to do if the pump stops running. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.